Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 5f sheath in the right common femoral artery). Symptoms of an arterial occlusion, consisting of pain in the right foot, mottled, and loss of pulses occurred several hours after deployment. An angiogram confirmed the occlusion, and the occlusion was treated with a surgical thrombolectomy. No heparin used due to patient history. The patient is a gi bleeder, has end-stage liver ca and hepatic varices. The outcome of the surgery was good, and the event was resolved with no further complications.